Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: transforaminal lumbar interbody fusion at l4-5 and l5-s1. Placement of screw system with 65mm screws bilaterally at l4, l5 and s1 and 65mm rod. Interbody fusion at l4-5 and l5-s1 with 8mm x 26mm peek graft, with rhbmp-2 and autologous bone. Intraoperative monitoring with emg system; for pre-op diagnosis of: lumbar spondylosis with disc dehydration at l4-5 and l5-s1, with neural foraminal narrowing and radiculopathy. Per-op notes: foraminotomy was done at l4-5, rhbmp-2 wrapped around autologous bone over into contralateral side of disc space. Peek graft packed with autologous bone and rhbmp-2 was placed in to the disc space. At l5-s1, rhbmp-2 wrapped around autologous bone was placed in disc space, followed by peek graft with rhbmp-2 and autologous bone graft. The 65mm x 40mm screws were placed at s1, 65mm x 45 mm screws were placed at l5 and l4. Two 65mm rod was used. No complications were reported.